Event description:
Customer reported that the set spurt out blood all over the place as the set was unloading from the machine. The customer did not know where the blood was expelled from the set; and the set had already been discarded. It was also reported that the staff just informed her that similar events have occurred perhaps 10 times over the past several months but that these events were not reported at the time they occurred and no lot numbers were available. She expressed concern about staff exposure to bloodborne pathogens. The reporter also stated that a biomed examined the machine and it checked out fine. The biomed spoke to technical services and together they reviewed the alarms that occurred during the treatment before this set was removed. It was noted that several extreme negative pressure alarms had occurred and were overridden. It was not determined whether these negative pressures contributed to the incident. Product not availale for return.